Manufacturer narrative:
This report is submitted on december 22, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at magnet site, clinical management is ongoing.